Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Additional information: the patient was reviewed again and is getting better.

Manufacturer narrative:
Medwatch sent to FDA on 8/16/2016.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 7/6/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of red on skin surface, full face swelling and hardness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema and skin irritation: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. Indurations or nodules at the injection area."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra¿ xc in the lips and juvéderm voluma with lidocaine in the marionettes. On the following month, the patient was injected with juvéderm voluma with lidocaine in the cheek and nasolabial fold as well as juvéderm® volbella¿ with lidocaine in the lips. Prior to injections, the patient was "clean with alcohol swab" and given ice post injection. About two months later, the patient developed "red on skin surface." Patient was treated with antibiotics and steroids that day. On the next day, the patient had "red, swelling in periorbital." On the day after that, the patient had "full face swelling, hardness on injection area." Patient was seen again about 2 weeks later and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2016-00510 (allergan complaint # (B)(4)), MDR ID #3005113652-2016-00508 (allergan complaint # (B)(4)) and MDR ID #3005113652-2016-00509 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, the second instance of juvéderm voluma with lidocaine that was injected on the following month in the cheek and nasolabial fold. This is also a device manufactured by allergan.